Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted the polyethylene wear reported was likely the result of polyethylene wear accelerated by edge loading and neck impingement.

Event description:
10 years post-op. X-ray showed significant poly wear. Patient was not revised and is not complaining of any pain.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Ten years post-op. X-ray showed significant poly wear. Patient was not revised and is not complaining of any pain.